Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure took place on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2018 the patient underwent a control echocardiogram which revealed the clip had detached from the posterior mitral leaflet and was hanging on the anterior mitral leaflet only (slda). The mr grade increased to 4. The patient was stable. The patient was transferred to a different hospital. The patient is stable and will have an additional clip placed on a later date. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. However, the reported mitral regurgitation (mr) appears to be related to slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.